Event description:
During colonoscopy it was noted, pt had blood in sigmoid colon with fluid in that region. Colonoscopy immediately stopped. Scope had been inserted to point of low mid transverse colon only. X-ray done that confirmed free air in abdomen. Stat surgical consult with return to or for repair of rectosigmoid perforation.